Event description:
The customer reported the unit will not power up on ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Customer reported the unit will not power up on ac power. There was no report of patient involvement. The customer stated the battery was not the issue and isolated the problem to the ac power supply. Philips provided the customer with the information needed to order a new ac power supply. Based on the customer report and available information we will consider this as a power supply failure.